Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-09886. It was reported that a patient presented in clinic. Device interrogation revealed noise on the right atrial lead and right ventricular lead. Pocket manipulation and isometric exercises were unsuccessful in reproducing noise. Patient was stable and would be monitored.